Event description:
Patient was having a procedure and the screen on the penlon machine was not working. It kept freezing and the touch screen and the control knob could not select anything, but the animations on the screen were still active. The machine was switched out and surgery proceeded with no adverse outcome. Biomed contacted penlon and avante, machine was tested but problem could not be duplicated. Avante recommended replacing screen. FDA safety report ID # (B)(4).